Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a metal part chipped off during surgery.

Event description:
It was reported that a metal part chipped off during surgery.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and metal piece of the distal tip has broken off. Also, interference was noticed inside the widow of the cutter. The drive shaft of the cutter was hand spun to check for interference, and friction was felt. The probable root causes could be the cutter came into contact with a hard or metal object breaking a piece of the distal end off, and bending the teeth of the cutter causing the interference/flaking. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.